Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
End user advised left bed rail drops intermittently and hits end user's toes. Enduser advised pin on the side goes loose as bed goes up and down.